Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted. (B)(4)

Event description:
Customer stated that they placed the closurefast catheter 2.5 cm from sfj and began tumescent infiltration. During this process, the physician and staff noticed the temperature and wattage go blank and error message came up stating device unknown. Multiple attempts were made on turning the radiofrequency generator on and off and changing out closurefast catheters with no success. They used angiod laser to complete the case. The procedure was extended by 30 minutes and additional tumescent was used. The investigation of the returned closurefast catheter was performed on (B)(6) 2015 and found that there was a kink on the closurefast catheter. The catheter was run through a cycle by pressing the activation button on the handle assembly and the catheter performed as intended on the investigators radiofrequency testing generator